Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed the device had presented an f-6 alarm, which was related to the reported problem. Visual inspection identified a blown main fuse, determined to be the cause of the reported condition. To correct this condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.